Event description:
Information was received that during the implant procedure, the cephalic vein puncture was performed. When removing this introducer, a breakage occurred; the introducer did not peel apart appropriately. The physician used tweezers to remove the broken introducer. The procedure was completed with no further complications.